Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. A patient experiencing ineffective stimulation and autoreducing due to high impedance was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the system was explanted.